Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed one other similar product complaint(s) from this lot number. The complaints for this lot number ((B)(4)) have been reported from the same facility in (B)(6).

Event description:
It was reported that the tear-away mechanism failed and had to be carefully cut away with scissors so the PICC line was not damaged.